Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported ventilator was repaired on site by unknown personnel with the guidance from fse over telephone. It is unknown how the air connection nipple became loose. Fastening of the nipple is performed with torque wrench from the manufacturer. The manufacturer has no responsibility for the safe operation of the system if installation, service or repairs are performed by persons other than those authorized by the manufacturer. General safety guidelines: do not modify or remove any original parts.     Only accessories, supplies, and auxiliary equipment recommended by the manufacturer should be used with the system. Use of any other accessories, spare parts or auxiliary equipment may cause degraded system performance and safety.         Service, repair and installation must only be performed by personnel authorized by the manufacturer. A leakage in the compressor air outlet could lead to the loss of air supply for a connected ventilator. This could, depending on oxygen level being used, result in stop of ventilation or in a lower than set pressure in the patient circuit. A low pressure alarm will be triggered if this error occurs. No root cause can be determined due to lack of information. H3 other text : guidance from mfg given over telephone.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref #: (B)(4).